Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aq-2003v intraocular lens in the left eye. However, during insertion of the lens, the capsule was found to be torn. The lens was removed, a vitrectomy was performed and due to a storm causing equipment failure, another lens was not immediately implanted. The pt returned in 2000 for their implant. Preop bcva was 20/40-, 20/80 glare test. Ten-day postop va was 20/80 and intraocular pressure was 14mm. The pt is improving.